Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc global wing needle did not retract. The following information was provided by the initial reporter, translated from french to english: users have noted the following difficulties in activating the safety system the chuck cannot be retracted. Has the patient or user suffered any harm? If yes, please explain: aes risk.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. The device history records could not be evaluated as the lot number is unknown.

Event description:
No additional information.